Event description:
Information was received from a patient regarding an external device. The reason for call was that the equipment had been acting up for about two months and that the equipment wasn't working and it was very frustrating and they were in a lot of pain. Pt said that they had two sets of equipment as the rep had given them a set of equipment probably six months ago but that equipment didn't work either as there was something about the battery and they could only use aa batteries. Pt said that the battery pack didn't necessarily fit right in their controller with the cover. Agent understood that the pt didn't have the large battery compartment cover to fit over the battery pack; agent advised the pt that a large cover would be requested. Pt said that their hands were a little swollen so they had difficulty removing the cover from the controller during the call. Pt said that the equipment would continue to say that the recharger wasn't by the ins; agent understood that pt would see no device found when trying to recharge the ins. Pt said that half the time the equipment didn't turn on so they had to reset the controller like fifty times. Pt said that sometimes it would take a couple days for the equipment to register and they would have to reset it up. Pt said that it was taking quite awhile for the ins to recharge. Pt said that they couldn't get a full charge on the ins without sitting there for like three hours. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Agent had the pt inspect the recharger; pt said that where the cord went into the paddle there was some slight breakage. Agent reviewed recharger replacement with the pt. Pt said that the controller wouldn't power on a couple times even though the controller was charged and connected to the power supply; agent asked the pt if the controller became blank/unresponsive when the recharger was connected; pt wasn't sure; pt said that they had waited a couple days and reset the controller and then controller was working again. Pt said that they would try the replacement recharger first and then call ps back if further assistance is needed. Agent sent an e-mail to repair to replace the recharger.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: model 97755 serial # (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was obtained.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the 97755 recharger (s/n (B)(6) ) revealed that the cable insulation was torn at the donut end and recharge antenna failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.